Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. A partial lead was returned in two pieces. Final analysis found no indication of conductor fractures or internal shorts. No anomalies were noted except for procedural damage.

Event description:
Related manufacturer reference number: 2017865-2025-10664. It was reported that both the pacemaker and the left ventricular (lv) lead exhibited high capture threshold. Both the pacemaker and lv lead were explanted and replaced on (B)(6) 2024. The patient condition was not known.

Event description:
New information received notes that the issue was discovered during a follow-up visit in clinic. The patient was in stable condition throughout.